Manufacturer narrative:
The customer did not return the device or allow field service to evaluate, so the reported issue could not be verified and the issue could not be confirmed.

Event description:
Physio-control received a report that, the device is entering service mode upon start up. In this state the device may delay deliver defibrillation therapy if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control evaluated the device and no device problems were observed. The keypad was replaced, and the device passed all functional and performance testing, and was returned to the customer. The reported issue was not able to be verified so no root cause was able to be determined.

Event description:
Physio-control received a report that, the device is entering service mode upon start up. In this state the device may delay deliver defibrillation therapy if needed. There was no report of patient involvement associated to this event.